Manufacturer narrative:
One sterile 4.5mm cannulated endoscopic drill bit returned. The complaint stated: ¿the drill tip broke off in the tibia¿ the device is quite damaged. The distal end has been fractured from torque. Both portions have been returned. The distal piece was returned distorted; it was crushed, gouged and peeled open. The condition is consistent with the instructions for use explains: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ force placed upon the drill can present bent distal tips and dull or uneven cutting edges. Use of drills with worn or dull tips can result in breakage. It is up to the surgeon to be familiar with the limitations of the specific device. No root cause related to the manufacture of this device was confirmed. It is a physician.

Event description:
It was reported that during a meniscal transplant, the drill tip broke off in the tibia. There was no significant delay, all the pieces were removed. A backup device was available to complete the procedure with no patient injuries.

Event description:
It was reported that during a meniscal transplant, the drill tip broke off in the tibia. There was a delay of 15 minutes due to the removal of the broken pieces. A backup device was available to complete the procedure with no patient injuries.